Event description:
During zoladex administration, the needle was inserted subcutaneously (sq) into the abdomen. The needle would not retract after placement. The spring loaded syringe seemed to malfunction. After several attempts to release it by pushing down on the plunger, the needle did retract. The pellet seemed to be released under the skin properly. Zoladex lot # mn0069. We reported two similar events last summer.